Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 5/22/2015, belt 7/8/2013.

Event description:
A us distributor contacted zoll to report that a german patient experienced a treatable rhythm on (B)(6) 2020 while wearing the lifevest. The patient was reportedly at home during the event. From 2:45:40 am to 4:05:40 am, an arrhythmia was detected seventeen times by the lifevest. The patient's ECG shows that the patient was in ventricular tachycardia at 150 to 170 bpm with continuous response button use. The detection stopped at 4:10:24 am. The response button use prevented a treatment from being delivered. The patient was reportedly taken to the hospital after the event. The patient passed away four days later on (B)(6) 2020. It was reported that the patient was not wearing the lifevest at the time of passing, and was being monitored by hospital telemetry. This event is being reported out of an abundance of caution as it is unknown who was pressing the response buttons during the treatable arrhythmias.